Event description:
The reporter stated the surgeon inserted a 13.7mm micl 13.7 implantable collamer lens and the lens tore. The lens was removed with no patient injury and the backup lens was implanted.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Torn material. Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).